Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years and older.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 2.25x16mm synergy ii drug-eluting stent (des) was successfully deployed in distal rca. However, after post-dilatation, a proximal edge dissection in the proximal part of the stent was noticed. Another 2.5x18mm stent was deployed proximally, overlapping the 2.25x16mm synergy des to cover the edge dissection and completed the procedure successfully. No further patient complications were reported and the patient's status was stable.